Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant troponin I result is unknown. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A positive immulite 2500 troponin I result of was obtained on a pt sample. The sample was retested and the results were negative. The positive results were not reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin I results.